Manufacturer narrative:
Other, other text: one device and four pictures were returned for investigation. Upon visual inspection of the device, a lack of solvent was found in the joint between the valve check and the pilot balloon. The sample was inflated and submerged under water where it was found that the device was leaking. Root cause analysis was traced to not enough solvent being at the joint of the device.

Event description:
Information was received indicating that a smiths medical trach was leaking air from the pilot balloon. There was no patient injury and no reported adverse events.